Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system. Excessive no delivery test and displacement test. Unit passed dat test at 0.08720 inches. No unexpected no delivery alarms noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer did experienced the symptoms such as vomiting. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization but it was less than 48 hours. The insulin pump will be returned for analysis.